Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 leads, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds and had dislodged back into the coronary sinus. The lead was explanted and replaced. During the implant of the replacement lead, the physician encountered an issue with the catheter while slitting. The physician noted that there was what appeared to be stretched plastic/rubber from the blue valve component within the hub of the guide catheter. The physician stopped slitting once this was noticed. The physician used a scalpel to cut and remove the plastic/rubber from the lead and then continued the slitting. The new lead was placed with good threshold measurements. No patient complications have been reported as a result of this event.